Event description:
It was reported via repair work order that the power cord inlet filter was damaged. Also, it was reported that the bed had no power. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.